Event description:
On (B)(6) 2011, customer reported intermittent primary vacuum low errors on the dxc 600i instrument and a leak from the no foam tubing. No injuries were reported and no erroneous patient results were generated. Customer reinstalled the tubing and this resolved the issues.

Manufacturer narrative:
(B)(4).